Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0628, # FDA-2014-n-0736, awareness date 18-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2004. She has had a series of issues since that time which have had a major impact on her professional and personal life. She experienced severe joint and muscle pain, extremely irregular periods for years, emergency room visits due to episodes of sharp pain (never finding any cause), severe inflammation and weight gain, uterine adhesions, uti's (interpreted as urinary tract infection), and hormonal imbalances. She was fine before the implants. She had only been to a hospital once to have her child. Her family has had no history of severe issues and no has started menopause earlier than 50. Her body has been rejecting those things for years. She was told to have a hysterectomy as if that was no big deal and would have no impact on her life. She has tried so many ways to deal with her symptoms, but then she paid (B)(6) to get them finally removed. He hoped it would end there to avoid a hysterectomy. Company causality comment: this non-medically confirmed spontaneous case was identified during monitoring of postings on an FDA hosted docket website and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in 2004. She reported emergency room visits due to episodes of sharp pain and uti's amongst other non-serious events. Uti is serious due to medical importance and unlisted according to essure reference safety information. Given its infectious nature and local action of the devices in fallopian tube, this event is considered unrelated to essure. Abdominal pain, serious due to medical importance and listed is considered related to the device due to positive temporal relationship and lack of plausible alternative explanation. Since a surgical intervention was required (devices were removed), this case is regarded as incident. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow-up received on 13-sep-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case was identified during monitoring of postings on an FDA hosted docket website and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in 2004. She reported emergency room visits due to episodes of sharp pain and uti's amongst other non-serious events. Uti is serious due to medical importance and unlisted according to essure reference safety information. Given its infectious nature and local action of the devices in fallopian tube, this event is considered unrelated to essure. Abdominal pain, serious due to medical importance and listed is considered related to the device due to positive temporal relationship and lack of plausible alternative explanation. Since a surgical intervention was required (devices were removed), this case is regarded as incident. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.